Event description:
The customer reported a brown fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer onto the counter after running shutdown and startup. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/06/2015. The fse found and replaced a cracked fitting on quick-disconnect (qd12) wire marker (wm1), which goes from rinse line 1 on the needle cartridge to pinch valve pv22, resolving the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).